Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that customer smelt a ¿burning smell¿ when the charger is connected to the pump. There was no reported adverse impact to the customer. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.